Event description:
Rep reported the patient weight was unknown. No additional steps planed to revive/replace device, patient choice. No surgery planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was that they fell and suffered a concussion which caused them to have debilitating migraines ever since. Pt stated that their general practitioner sent them to have a MRI done of their brain, however the MRI couldn't be done due to the stimulator as the stimulator was dead and had died a few years ago. Pt stated that the concern was around the leads and damage being caused during a MRI. Pss reviewed the possibility of having a MRI eligibility form completed by hcp. Pt said they were needing a rep or hcp near them to assist with getting the ins recharged for the MRI. Additional information received. Pt is needing MRI of the head. Caller reports he spoke with the pt today and ins battery is in over-discharge, pt has not recharged the ins in about 1 year. Caller inquiring if pt is eligible for MRI. Rep reports patient had changed out the controller batteries yesterday, but device continues to not turn on. Physician recharge mode was reviewed. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated ins is overdischarged. Caller stated patient stated they stopped using system in 2017 but caller didn't know why nor did they know exact event date. Caller stated they tried to bring ins out of overdischarge but it wasn't successful. Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information was received from the rep, it was reported that the rep met with patient to try and recover the over discharged battery, with no success. The issue was resolved. MRI form to be completed by supervising physician that the patient may have an MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.